Manufacturer narrative:
Reported event: an event regarding disassociation is reported involving metal head. The event was confirmed by attached images. Method & results: product evaluation and results- visual inspection of attached images performed and stated that; blood marks can be observed on metal head surface. Meta head seems to be separated from stem. Functional, dimensional and material analysis could not performed as product was not received. Clinician review: no medical records were received for review with a clinical consultant. Complaint history review: there have been no other events for the lot referenced . Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: it was reported patient underwent hip revision surgery for pain and elevated metal ion. The event was confirmed by attached images. Visual inspection of attached images performed and stated that; blood marks can be observed on metal head surface. Meta head seems to be separated from stem. Functional, dimensional and material analysis could not performed as product was not received. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned.

Event description:
As reported: "patient underwent hip revision surgery for pain and elevated serum metal ion levels." Pictures provided of an explanted stem, head, liner, and shell. Update: spoke to rep. There are no allegations against the revised shell or liner, surgeon simply wanted to revise the shell.